Event description:
It was reported that the patient underwent surgery on (B)(6) 2007 and mesh was implanted into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation in order to treat symptomatic pelvic relaxation, 3rd degree cystocele and 2nd degree rectocele. It was reported that the patient underwent the concurrent procedures of anterior and posterior vaginal repair and cystoscopy during mesh implantation. It was reported that the patient had tutoplast allograft implanted on (B)(6) 2007 along with mesh.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision and cystoscopy on (B)(6) 2012 due to recurrent stress urinary incontinence and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency.